Event description:
It was reported that after a da vinci assisted low anterior resection surgical procedure performed, the patient experienced bloody stools on the same day post-surgery. On post-operative day one, a colonoscopy found bleeding at the anastomosis site. Hemostatic clips were applied, and the bleeding was resolved. There were no abnormal bowel movements after eating, and the subject was discharged on post-operative day seven. On post-operative day nine, the patient returned to the emergency department with complaints of bloody stools, dizziness, and respiratory discomfort. Treatment included fasting, administration of hemostatic injections, intravenous drip, and blood transfusion. A fever was identified, and blood cultures were drawn. A consultation with the colorectal department recommended continuing the previous treatment and arranging for hospitalization. On post-operative day 10, the patient was admitted to the ward and continued with fasting, hemostatic injections, antibiotics and a blood transfusion. On post-operative day 11, the patient was still experiencing bloody stools, and the physician stated there was no need for further surgery at the moment, as the anastomosis site is healing poorly and causing bleeding. The physician ordered observation and a repeat colonoscopy. Hemostatic injections were continued, and the stool was characterized as bloody and black. The attending physician ordered the patient to continue fasting and receive nutritional injections. There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review cannot be performed because the system logs are not available. The system was not connected to onsite.